Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 106 and 20 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was satisfied with troubleshooting during the call. Product is not expected to be returned for evaluation.